Event description:
Patient had silhoutte instalift sutures placed on (B)(6) 2020 without any complications, 6 total sutures, 3 each side of face, lot 040228a, exp. 12/2020. On (B)(6) 2021 patient returns to clinic with complaint of face skin is sagging and worse than prior to treatment. Photos taken and silhoutte instalift representative notified via email. Skin is intact, no s/s of infection, no rash, no redness, no discoloration. Patient appears visibly older and with significant skin laxity and decreased volume of fat pads. Significant loss of volume under eyes and cheeks. Patient has had history of sculptra injected into face in past without any adverse events. Past medical history, hypothyroid, peri-menopause. Nkda. FDA safety report ID # (B)(4).